Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the customer was unable to remove the battery cap; this issue was resolved with troubleshooting and the cap was able to be removed. It was also reported that the battery cap was damaged. This complaint is being reported because a reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.